Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtm) due to the opto-clutch button being stuck in the activated position. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported event of a button calibration failure, however the complaint was confirmed via the field error logs. The unit was visually inspected, and the mtm was installed onto the system and powered on. The sine cycle and a test drive were performed without any issues. Tests performed via data terminal equipment (dte) and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure the surgeon lost control of universal surgical manipulator (usm) 1, usm 2 and usm 3. The operating room (or) staff moved to their other surgeon console as they had dual-console system and completed the procedure as planned. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. There was no report of patient injury.